Event description:
Event description boston scientific received information that the patient with this device and lead developed ventricular fibrillation and received external defibrillated. Following defibrillation, pacing spikes were observed, however the patient had an intrinsic rhythm of 30 bpm. Upon testing the pacing system the battery status and lead impedance measurements were satisfactory. The ventricular threshold was high, therefore the device pacing output in the ventricle was increased to obtain capture. The device had intermittent pacing at high outputs and undersensing.